Event description:
Pt has a history of liver cirrhosis and insulin was given even though pt was not diabetic. Stent was put in pt. Pt underwent 2nd surgery for them to retrieve the fragments. No fragments were found when pt was opened. Pt died on the 3rd day.